Event description:
Customer reported the advantage system gave a blood glucose result of 100 mg/dl at a time when he was feeling faint, symptomatic of hypoglycemia. Customer did not treat based on the advantage result. Retest result 15 minutes later was 60 mg/dl, customer lost consciousness. His parents called emt's, who transported him to a hospital where he was given glucose gel orally. He was kept in the hospital overnight. A request was made for the return of the system and a replacement was sent.